Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room complaining of a vibratory alert for a low rv lead impedance and a high capture threshold. X-ray was normal. The patient was later brought to the office, where the thresholds and impedance measurements were normal. The physician elected to monitor the lead closely.